Event description:
It was reported that the patient experienced increased charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.